Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpro4520, 20/ca plumepen pro nonstick(s) was being used during a laparoscopic sigmoid resection procedure on (B)(6) 2022 when it was reported ¿coag button delayed when activated/ overheated and burnt hole in drape.¿ after further assessment it was found that the patient did not obtain a burn. It was also reported that there was a five-minute delay in the procedure. The procedure was completed with the use of an unknown alternate device and there was no report of injury, medical intervention or hospitalization to patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpro4520 in opened original package. Lot number was verified. Performed a visual inspection, there were evidence of burns on the tip of the electrode. No problems were found and the device functioned as intended. The device is not manufactured by conmed. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the IFU, the user is advised that the electrode tip may remain hot enough to cause burns after the current has been de-activated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpro4520, 20/ca plumepen pro nonstick(s) was being used during a laparoscopic sigmoid resection procedure on (B)(6) 2022 when it was reported ¿coag button delayed when activated/ overheated and burnt hole in drape.¿ after further assessment it was found that the patient did not obtain a burn. It was also reported that there was a five-minute delay in the procedure. The procedure was completed with the use of an unknown alternate device and there was no report of injury, medical intervention or hospitalization to patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.